Manufacturer narrative:
Additional patient identifier: (B)(6). This report is for two (2) unknown cancellous screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2018, exact date is not known. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an ankle procedure in (B)(6) 2018 to implant two (2) locking compression plate (lcp) one third tubular plates, one (1) 2.7/3.5mm variable angle locking compression plate (va-lcp) anterolateral distal tibia plate, one (1) 2.7/3.5mm variable angle locking compression plate (va-lcp) medial distal tibia plate, thirteen (13) 3.5mm cortex screws, twelve (12) 2.7mm va locking screws, one (1) 7.0mm washer, one (1) 4.0mm cannulated screw, and two (2) 4.0mm cancellous screws. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed due to infection, inflammation, and delayed healing. Surgery was completed successfully with no delay. Patient status reported as okay. Patient is reported to be incarcerated and non-compliant. This report is for two (2) unknown 4.0mm cancellous screw. This is report 9 of 9 for (B)(4).